Event description:
The customer reported that while performing an interventional procedure on a patient the radiologist was moving the continuous CT (cct) cart which holds the crt monitor (crt-cathode ray tube); the front left wheel detached from the cart and the cart fell in the direction of the missing wheel. This resulted in the monitor falling on the foot of the radiologist, which caused a hematoma and an abrasion to his foot. There were no other reported injuries.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the customer reported that when performing an interventional procedure on a patient, the radiologist was moving the continuous CT (cct) cart which holds the crt monitor (crt-cathode ray tube), and the front, left wheel detached from the cart. The cart fell in the direction of the missing wheel. This resulted in the crt monitor falling on the foot of the radiologist, which caused a hematoma and an abrasion to the right foot. A radiography of the right foot was made at the same site, but the only injury identified was the hematoma and a dermabrasion. The radiography was not available for review. There were no other reported injuries. The customer removed the monitor and cart from the exam room. The radiologist was able to continue working and was able to complete the procedure because the CT scanner is functional without the cct option. The customer contacted the philips help desk to inform them of the issue and a philips field service engineer (fse) was dispatched to the site. On 15-oct-2013, the fse arrived on site and took pictures of the broken equipment for evaluation. No parts were returned. Upon inspection, the fse found the left, front wheel had detached from the trolley and caused the crt monitor to fall. Log files were provided to engineering for evaluation. The fse replaced the continuous CT cart and the crt monitor to resolve the issue. Since no parts were returned, no cause could be determined. The engineering investigation was based upon pictures of the defective parts and log files. CT engineering determined the most likely root cause was that there was damage in the wheel spindle threads which resulted in loss of holding ability and lead to disengagement with the base. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: installation instructions in the installation manual; at every specific site, architect or engineer of record has to confirm the support structure; monitor support arm is designed with safety factor (four) according to iec60601; monitor is connected to monitor support arm to prevent monitor falling; monitor is secured to cart; monitor cart is designed per iec 60601-1 safety requirements.